Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012085623 and data files were returned and analyzed. The patient file was received and recorded on the reported date of the event. The patient file showed five applications were performed using a catheter identified as (B)(6) of lot number 22002. The patient file didn't show any system notice on the reported date of the event. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. All the handle, shaft and sideport were intact with no apparent issue. The steering mechanism and deflection test were performed. The shaft is bending as initially intended and is bending in the plane. There is no difficulty, no friction, or any noise in the steering mechanism. Visual inspection under the microscope revealed the gap between outer diameter of dilator and inner diameter of the shaft was out of specification (should be below 0.008 inches). The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.069 psig (should be less than 0.3 psig). The flushing test with 6 psig showed the pressure decay in the device was 0.008 psig (should be less than 0.2 psig). The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.003 psig (should be less than 0.2 psig). All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. . In conclusion, the reported cardiac tamponade and hypotension occurred during the procedure and could not be confirmed through data or product analysis. There is no indication of a relation of the adverse event to the performance and malfunction of the product. The sheath failed the returned product inspection due to the fit between the outer diameter of the dilator and the inner diameter of the sheath being out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was rushed to the surgical department for emergency treatment but the specific intervention is unknown. The patient's hospitalization was extended and is still currently hospitalized.

Manufacturer narrative:
Continuation of d10: product ID afapro28; product type: balloon catheter; product ID 2ach20; product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the patient became hypotensive and the cardiac shadow disappeared on imaging. A pericardial tamponade was then confirmed. The case was aborted. The patient was not under general anesthesia. The pericardial tamponade was treated. No further patient complications have been reported as a result of this event.